Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of medical device removal ('essure removed'). In a female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jul-2020, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('chronic salpingitis'), uterine inflammation ('uterus, inflamed in appearance') and pelvic pain ('chronic pelvic pain') in a female patient who had essure inserted for female sterilisation. The patient's medical history included endometriosis. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), uterine inflammation (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic assisted laparoscopic hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the salpingitis, uterine inflammation and pelvic pain outcome was unknown. The reporter considered pelvic pain, salpingitis and uterine inflammation to be related to essure. The reporter commented: discrepancy noted in removal date- 30jan2015 as per mr. As per mr: date: (B)(6) 2015 operation performed. 1. Diagnostic laparoscopy. 2. Bilateral salpingectomy. 3. Peritoneal biopsies x2. Date: (B)(6) 2019 (as per mr): procedure: robotic assisted laparoscopic hysterectomy with limited cystoscopy. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 14-jul-2020: medical record received- medical device removal was updated with event pelvic pain. Reporter information was added. New events added- salpingitis, uterine inflammation. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.